Manufacturer narrative:
No report of patient involvement. Unique identifier ¿ (B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The suction regulator was replaced.

Event description:
The hospital reported that the suction was not functioning as expected. There was no reported patient involvement.